Event description:
It was reported that the lead could not be implanted due to a stable position for the lead could not be found. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.